Manufacturer narrative:
Reporter information: (B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device had white screen. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The remote service engineer (rse) evaluated the device remotely. It was determined that the screen is blank, and no content can be displayed after switching on the device. After verification, it was concluded that the cause cannot be identified and they do not have the maintenance qualification of this type of defibrillator, therefore it was decided to check and return the equipment. After communicating again, the department said it would solve the problem by itself.